Event description:
Additional information was received: the system was not fully extending due to a warped x-stage cover, the warped x-stage cover physically impeded the ability of the system to fully extend. Although the system could not fully extend the rest of the system functioned normally. Since the cover was warped (the shape of the cover was no longer as designed), the cover couldn¿t just be adjusted and needed to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158, serial/lot #: rev. 1 : s/n n/a. A medtronic representative went to the site to test the equipment. Testing revealed that the unit could not fully extend out. It was noted that the x-stage cover was warped. At the time of the evaluation the unit was partial functional and could still take exposures. Another site visit was made a later date and the unit was repaired. The system then passed system checkout and was functioning as expected. The kit svc o2 bi71000158 cvr x-stg was returned for analysis. Analysis found physical damage present. The cover was slightly bent at tab, and exhibited scrapes from misalignment use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system would not fully extend. There was no patient present.